Event description:
As reported by the marketing affiliate, the cypher hub was defective.

Manufacturer narrative:
This device crb 18300 (lot 14062725) is distributed outside the united states; however, it is similar to the united states product cxs 18300. Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Add'l info will be submitted within thirty days upon receipt.